Event description:
It was reported that device interrogation at follow-up indicated noise potentials led to false detection of vf. Pacing lead impedance was above 3000 ohms and lead fracture was suspected with no capture, high threshold readings also noted. No inappropriate therapy was delivered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.